Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: g2.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 12 jul 2019 were reviewed for MDR reportability on 2 oct 2019. The claim sheet indicates the patient underwent a second left knee revision due to unknown reasons on (B)(6) 2019. Doi: (B)(6) 2019, dor: (B)(6) 2019, left knee.